Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing bent event on (B)(6) 2025. The infusion set was in use for three days. The blood glucose level was high. Patient took assistance from health care professional in emergency room where patient was treated with insulin multiple daily injection (mdi). No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.